Event description:
User facility voluntary medwatch rec'd that stated: "the primary IV plumset tubing life shield where it connects at the clave, broke apart during pre-medicating a pt during chemotherapy. The tubing was connected to an infusaport. There was blood backing up into the tubing. The broken end was clamped with plastic clamp. New tubing was primed and attached after port was flushed with 20ml ns. On further inspection of tubing, and comparison to new unused tubing found that the distal end of the tubing is much pliable than the rest of the line, and this is not how the tubing used to be. A new set was opened but not used on the pt. The tubing was moderately tugged on and broke in the same manner." Upon further query, the following info was provided that indicated a tubing separation; subsequently, bleed back was noted. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time in use, the nurse noted the tubing had separated from the clave y-site. It was reported that a "small amount of blood" backed up into the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The report number was not provided. The customer contact indicated the device was discarded.